Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due device design. This issue has been escalated to a CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device handpiece runs by itself in the two on positions and the handpiece starts to run with minimal vibration, without the trigger being activated. It was further determined that the device failed pretest for functional test. It was noted in the service order that the device had an unknown malfunction and was being used with an additional battery oscillator device and a casing device. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional information: device evaluation update: upon further evaluation of the returned device by reliability engineering, it was determined that the device had a loose saw head, loose screw connections, unintended motion, loose locking knob and traces of liquid between the inner parts of the product. It was also determined that the device failed pre-test for functional test, check trigger and electronic control unit function and oscillation frequency. Therefore the reported condition was confirmed. The assignable root cause for the unintended motion was determined to be due to normal wear. The assignable root cause for the locking knob was determined to be due to false and defective/construction and design which has been escalated to a CAPA. The assignable root cause for the loose saw head could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.